Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported that the extraction reagent came into contact with her eye and face. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion and technical service attempted due diligence to send the user the safety data sheet, but no response was received. According to the package insert in195150c v 4.0 precautions the reagent solution contains a harmful chemical. If the solution contacts the skin or eye, flush with copious amounts of water. Based on the above summary the investigation is deemed complete. The product will continue to be monitored and tracked